Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy shock impedances. The shock impedance has reached high out of range values. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.